Manufacturer narrative:
(B)(4). The device is not being returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The reported lot bgk617 is invalid. Please clarify the lot number. Please clarify if the suture found broken in the package or during use? Was there any adverse consequence associated with the patient? Note: events reported via mw # 2210968-2021-01577, 2210968-2021-01578, 2210968-2021-01579, 2210968-2021-01580, 2210968-2021-01581.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The surgeon had a problem with the suture and the suture was broken. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/20/20121. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: it was reported that reported 6 pull offs occurred "during various interventions": please clarify what do you mean by "interventions"? The client cannot tell me exactly what was stitched specifically in all the different operations. It was several operations by different patients and different doctors. 5 new files created note: the event for this patient only had 1 device involved and will be represented in . The 5 other patient events were captured under medwatch reports 2210968-2021-03537, 2210968-2021-03539, 2210968-2021-03540, 2210968-2021-03541, and 2210968-2021-03542. Pc-000846664 date sent to the FDA: 4/20/20121. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d3, g1.

Manufacturer narrative:
Date sent to the FDA: 03/19/2021. Additional h6 component code: g07002 ¿ reported condition not confirmed. A manufacturing record evaluation was performed for the finished device lot number pgk617, and no non-conformances related to the reported complaint condition were identified. Additional h-3 summary: visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that six unopened samples of product code pn2997e were received for evaluation. Visual inspection of the unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed, and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. Additional information was requested and following was obtained: please clarify if the suture found broken in the package or during use? - the sutures broke off directly behind the needle. During various interventions was there any adverse consequence associated with the patient? - however, injuries to a patient never occurred. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what do you mean by "interventions"? Were there more patients/procedures involved with these 6 intra-op suture breakages reported in (B)(4)? Please clarify/specify. If yes, bq to create additional files for each specified procedure/event/patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 03/19/2021. Additional information: g1. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.